Event description:
It was reported as part of a study conducted titled: (B)(4), subject received integra on (B)(6) 2011. The subject's wound, which was on the right dorsal foot, had an unk etiology. The wound's approx measurement was 2.14cm length x 1.5cm width. On (B)(6) 2011 the subject experienced an adverse event of "infection." This event was documented as mild in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was treatment with ciprofloxacin and doxycycline. The event was deemed resolved on (B)(6) 2011 when the subject returned for a follow-up visit.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.